Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Reportedly, contact believed that bg level may have been caused by pump settings and the meal that the customer ate. Customer administered a correction bolus to treat bg level.